Event description:
It was reported that the continuous glucose monitoring function did not start because the system was configured for an incompatible sensor type, and the user attempted to use dexcom g6 settings while using a freestyle libre 3 plus sensor. Symptoms included no clinical effects. Outcomes included no impact on health and no alerts or alarms. Customer care provided support that included technical troubleshooting and user education by guiding the caregiver to select the correct cgm type, initiate a new fsl3+ sensor, and complete pairing and scanning in the ilet mobile app. Investigation of this case revealed user setup error and incorrect pairing configuration, after which the sensor started successfully and displayed a warm-up countdown. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device configuration and pairing.